Event description:
A cypher stent dislodged inside a patient during intervention. A female underwent (pci) percutaneous coronary intervention of the ramus branch. The 2.5x23mm cypher was advanced to the lesion but the stent did not cross. The physician withdrew the (sds) stent delivery system, but the stent dislodged between the left main and the ostium of the ramus branch. The physician successfully retrieved the stent with a snare and the event resolved without sequel. No patient injury was reported. Intra-procedure medications included angiomax, plavix, lasix, dopamine, and zofran. The product was discarded and will not be returned for analysis.

Manufacturer narrative:
This patient's history puts her at increased risk for (mace) major adverse cardiac event. The indication for the procedure was emergent due to elevated troponin levels, bundle branch block, and acute myocardial syndrome. This patient's emergent presentation with an (ami) acute myocardial infarction puts her at increased risk for mace. In addition, her presentation with an ami puts her in a hypercoagulable state and at increased risk for thrombotic events. Lesion characteristics were not provided. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The stent retention test was accepted according to specification limits. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occuring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or tract a product and the product itself is not clear, but factors such as described may have impacted the event. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible procedural factors that may have contributed to this event. It is not known if the unknown vessel characteristics may have also contributed to the event. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. There is no indication that this event was design or manufacturing related.